Event description:
It was reported that during a coronary stent procedure in a calcified lesion, the balloon became stuck in the lesion. The shaft of the catheter split upon removal and remained in the pt. The pt went to surgery fo removal of the catheter portion. Pt status is listed as "ok".